Event description:
A child involved in an road traffic accident (rta) was intubated and receiving an infusion of fentanyl 1000mcg in 50ml of 0.9% ns running at 5ml/h 100mcg/h, midazolam 45mg in 45ml running at 0.3ml/hr and 0.45% ns running at 75ml/h through an alaris pc with 1 volumetric module and two syringe modules. This was running through a cannula attached to a 3 way extension set model code 20038e7d. The report suggests that the child was trying to take their tubes out and was not showing any signs of being sedated so they switched the pumps off while they investigated. Within 15 mins of the pt being extubated their conscious level and oxygen saturations dropped and their heart rate slowed down. They were re-intubated. The devices were not isolated at this stage as the staff did not think that the incident was related to the equipment or the operator, however, when the doctor examined the child he identified signs of an opioid overdose.

Manufacturer narrative:
(B)(4). Although requested, event logs have not been rec'd. A f/u report will be submitted with failure investigation results should the logs be rec'd for eval.